Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose (bg) level was 276 (mg/dl). A supply change and bolus via the pump were used to address bg level. The customer declined to provide further information regarding their elevated bg level. Reportedly the customer will continue to use the pump for insulin therapy.